Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, photos were provided for review and evaluated. A partial deployment and a fracture of the outer sheath were identified. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states: 'flush the stent graft lumen with sterile saline by using a small volume syringe. A) attach the syringe to the luer port at the back of the endovascular system (...). B) attach the syringe to the luer port on the y-adapter, (...) Close the stopcock when flushing is complete and remove the syringe from the luer port'. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location' regarding the precautions prior and during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: d4 (expiry date: 11/2021), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. There was no reported patient injury.